Manufacturer narrative:
Samples 2 and 3 were obtained after the patient was given methotrexate. Qc was within the customer's established ranges prior to and after the event. Per customer, the sample was diluted and results proved to be linear. The specimen was sent to a reference lab, results have not been received to date. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible positive total bhcg (tbhcg) results generated by the unicel dxi 800 access immunoassay system for one patient. A screening test performed on urine sample by an alternate method gave also positive result. The tbhcg result was reported out of the laboratory and was questioned by the physician. The patient was treated with methotrexate due to the elevated tbhcg results.